Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. As a result, the ipg was repositioned to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected data: d7 was entered incorrectly.

Event description:
Additional information received indicates that the ipg was not explanted and replaced during the procedure. Instead, the procedure was a pocket revision to reposition the site. It was originally planned to be a replacement, but the ipg was near full battery so the physician chose to only revise the pocket.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.